Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2158-50, serial number: (B)(6), batch/lot number: 2000021408, model/catalog description: linear lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-1200, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: linear lead kit 50 cm, unique identifier (UDI): (B)(4). Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that the ipg and the leads met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis. Review of the images provided from the field showed that high impedances were identified. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing loss of stimulation and high impedances were noted on both spinal cord stimulator (scs) leads. It was also stated that the patient's implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the leads and ipg were replaced and that the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.